Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flo-gard infusion pump which failed to alarm air in line was discovered and confirmed during product evaluation. Due to customer denial of the cost of repair estimate, no further testing was done, no repairs were made to this pump and it was returned un-repaired to the customer. Additional information: a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During testing by baxter service personnel, a flo-gard infusion pump failed to alarm air-in-line. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.